Event description:
It was reported that the ilet displayed alert 38 indicating a motor stall with repeated prompts to restart; the family restarted the device multiple times without visible damage, and after confirming and applying the latest firmware, the alert cleared and a dry run proceeded without further alerts, consistent with a failure to infuse involving the motor component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communications problem was identified during troubleshooting, and the device issue aligned with a failure to infuse traced to the motor component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.

Manufacturer narrative:
The event was initially assessed as non-reportable based on the complaint evaluation process in place at the time. Following system redevelopment, the event was re-evaluated and determined to be reportable. This submission is being made outside the 30-day timeframe and may be considered late, as the reportability determination occurred after the original awareness date. Procedures have been updated to support more timely identification going forward.